Event description:
It was reported the patient with this artificial urinary sphincter exhibited recurrent incontinence and urethral atrophy. The device was explanted and replaced. No patient complications were reported.